Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the issue did not recur. The customer was advised to resume using the pump and to contact support if the malfunction reappears.